Manufacturer narrative:
Block d2b: additional applicable product codes: qrb. There is no complaint against the functionality of the device. The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Therefore, in the absence of device return and analysis the device problem is unable to exclude.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a revision procedure for an unspecified reason. No additional information is available at this time.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a revision procedure for an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
Block d2b: additional applicable product codes: qrb.